Manufacturer narrative:
The field service engineer (fse) completed an onsite service. The fse planned to replace the power management (pm) pcba to resolve the display issue but found that now the device would not turn on as a result of damage to the pm pcba already in use. The fse replaced the pm pcba as planned and this resolved the original issue of a distorted screen and the power issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the display appeared distorted. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) advised the customer that the power maintenance (pm) pcba will be replaced per fco86600066. The customer was advised that if the pm pcba replacement does not fix the unit, further repair steps will need to be completed. As of 30jan2023, onsite service is pending. This investigation is ongoing.